Event description:
It was reported that the right atrial was possibly fractured. The lead had low pacing impedance, non-physiologic oversensing and atrial tachycardia/atrial fibrillation (at/af) episodes with noise on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst noted that the right atrial (ra) lead impedance <(><<)> 200 ohms throughout the record. There was an atrial bipolar lead impedance warning on 2014-(B)(4). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted atrial tachycardia/atrial fibrillation episodes recorded with apparent noise on the electrogram. Approximately 100,000 atrial sics since the first atrial sic in session 40 days ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD implanted: (B)(6) 2009. (B)(4).